Event description:
It was reported that during an unknown procedure, the device would not cut and partially stapled. Another device was used to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.